Event description:
Consumer reports accuracy issues with their plink meter. Readings are erratic and don't reflect how they feel. Analysis run on clark error grid using mean avg reading (161) as reference point vs. Bd readings (37,232,210) yielded some data points in the c range of the grid, outside acceptable limits.